Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: post implant pulmonary embolism, deep vein thrombosis, and an extensive clot in the filter extending beyond the bilateral common iliac veins, external iliac veins, and common femoral veins. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
The report received through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: post implant pulmonary embolism, deep vein thrombosis, and an extensive clot in the filter extending beyond the bilateral common iliac veins, external iliac veins, and common femoral veins. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Additional information was received from the patient profile form (ppf) there are blood clots, clotting and/or occlusion of the ivc, and post procedure pulmonary embolus. The patient reports that she is required to take anti-coagulants for the rest of my life, and she lives with the fear that the device may migrate or fracture, causing further injuries, pain, and suffering. Per the medical records, history includes end stage renal disease secondary to polycystic kidney disease, started on hemodialysis in 5 months prior to filter placement, hypertension, arachnoid cyst, pulmonary embolism and uterine fibroids with hysterectomy. 2 months prior to stent placement, pulmonary embolism was diagnosed and coumadin therapy started. The patient was admitted for elective left renal transplant (lrt), coumadin was stopped, heparin started and an ivc filter placed. A retroperitoneal bleed occurred post filter implant that required surgical evacuation. After the surgery, she developed a lower extremity deep vein thrombosis (le dvt) and coumadin was restarted. The patient was discharged. 2 months later, the patient presented to the emergency room with shortness of breath (sob) and abdominal pain, found to have left lower pulmonary embolism (lll pe) and bilateral dvt of the lower extremity. Le dvts extend from femoral veins to the ivc filter. She was treated with thrombolysis with tpa, for which she was transferred to the intensive care unit. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. Additional information received indicated that the patient had a history of end-stage renal disease secondary to polycystic kidney disease, hypertension, arachnoid cyst, pe and uterine fibroids with hysterectomy. The patient had been experienced a pe two months prior to filter placement and had been started on coumadin therapy. The patient had also been started on hemodialysis five months prior to filter placement. The patient was admitted for elective left renal transplant with the cessation of their coumadin. The patient was started on heparin and an inferior vena cava (ivc) filter placed. Post-implantation, the patient experienced a retroperitoneal bleed that required surgical evacuation. After this surgery, the patient developed a lower extremity dvt and coumadin was re-started. Two months later, the patient presented to the emergency room with shortness of breath (sob) and abdominal pain. Diagnostic testing revealed a left lower pe and bilateral dvt of the lower extremities. The dvts are reported to extend from the femoral veins to the ivc filter. The patient was transferred to the intensive care unit and was treated with tissue plasminogen activator. The patient reported that they were required to take anticoagulants for the rest of their life. The patient lived with the fear that the device may migrate or fracture, causing further injuries, pain and suffering. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported retroperitoneal bleed is most likely related to procedural factors. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. Dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. Blood clots and thrombosis/occlusion within device or within the ivc do not represent a device malfunction. These events do not represent a malfunction of the device. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported abdominal pain experienced by the patient could not be confirmed and the exact cause could not be determined. Shortness of breath does not represent a device malfunction. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. There are possible patient and pharmacological factors that may have contributed to the reported event. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.